Manufacturer narrative:
Concomitant medical products: 503458 lead implanted: (B)(6) 1998; 553453 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with fatigue. The right ventricular (rv) lead exhibited no capture, fracture, high and undefined impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.